Event description:
It was reported that per distributor left wing of portex 5.0 cannula has a fissure. No additional information.

Manufacturer narrative:
D5 is "patient/consumer" and e4 are unknown a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.